Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in multiple inappropriate shocks. A transvenous device was subsequently implanted and the device was reprogrammed to the lowest setting. This s-ICD remains implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in multiple inappropriate shocks. A transvenous device was subsequently implanted and the device was reprogrammed to the lowest setting. This s-ICD remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information is being requested of a local representative for the model and serial number of the device. This report will be updated should this information be received.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concludes that the reported inappropriate shock was likely a result of oversensing. Oversensing is a known inherent risk of the use of this device. The device remains implanted, therefore this report will be updated should additional information be provided.device technical analysis: the complaint device was not returned to boston scientific, therefore product analysis could not be performed. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.a risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.investigation conclusion: this device remains implanted and no physical assessment has been completed. As of today, our assessment has concluded that the observed inappropriate shock was likely due to oversensing which is a known inherent risk of the use of this device.